Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was functioning as designed. No additional information was provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system would not perform 2d image acquisitions. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. It was reported that no fluoro images for the patient were on the imaging system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that there was an error that had occurred on (B)(4) 2017, however the probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.